Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ("almost daily pelvic pain") and device expulsion ("ultrasound showed the presence of an intracavitary device on the left") in a 47 year-old female patient who had essure inserted (lot no. D40627). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2016, the patient had essure inserted. In (B)(6) 2021 she experienced pelvic pain (seriousness criterion intervention required) and menses irregular with excessive bleeding ("daily menometrorrhagia"). On unknown dates she experienced partial expulsion of device (seriousness criterion intervention required) and paratubal cyst ("benign serous paratubal cyst revealed at histological examination"). The patient was treated with bilateral salpingectomy under laparoscopy for removal of essure. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to pelvic pain, menometrorrhagia, device expulsion or adnexa uteri cyst. The reporter commented: the devices have not been retained. Diagnostic results (normal ranges are provided in parenthesis if available): [histology] (date unknown): presence of a benign serous paratubal cyst. No other anomaly observed. [Ultrasound scan] (date unknown): no abnormality was revealed except for the presence of an intracavitary device on the left. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ('almost daily pelvic pain') and device expulsion ('ultrasound showed the presence of an intracavitary device on the left') in a 47-year-old female patient who had essure (batch no. D40627) inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient had essure inserted. In (B)(6) 2021, the patient experienced pelvic pain (seriousness criterion intervention required) and menometrorrhagia ("daily menometrorrhagia"). On an unknown date, the patient experienced device expulsion (seriousness criterion intervention required) and adnexa uteri cyst ("benign serous paratubal cyst revealed at histological examination"). The patient was treated with surgery (bilateral salpingectomy under laparoscopy for removal of essure). Essure was removed. At the time of the report, the pelvic pain, device expulsion, menometrorrhagia and adnexa uteri cyst outcome was unknown. The reporter provided no causality assessment for adnexa uteri cyst, device expulsion, menometrorrhagia and pelvic pain with essure. The reporter commented: the devices have not been retained. Diagnostic results (normal ranges are provided in parenthesis if available): histology - on an unknown date: presence of a benign serous paratubal cyst. No other anomaly observed. Ultrasound scan - on an unknown date: no abnormality was revealed except for the presence of an intracavitary device on the left. Batch no: d40627, production date: 2014-12-15, expiration date: 2017-12-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 14-jul-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.